Manufacturer narrative:
Date sent: 03/12/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracic procedure, the device would not staple but cut. With the first cartridge, the device cut but did not staple. With the second one, it did also cut, and just a few proximal staples were released. There was an important pulmonary artery bleeding. It's been stopped by vasculary clamping.